Event description:
It was reported that the patient swiped his magnet a few times a week, but he no longer felt stimulation. The patient's vns was checked, and a high impedance warning was received upon interrogation. The patient had lead revision surgeon, which resolved the high impedance. The explanting facility does not return product, so no analysis could be performed.